Manufacturer narrative:
Product evaluation: the device was received for evaluation. Service and repair performed a pre-repair temperature test on the device; after running the device for 1 minute at 80k, the temperatures were: nose ¿ 144f, middle ¿ 102 f, and, rear ¿ 88. The nose bearings were corroded and the release collar and bearings were worn. The motor/cable, bearings, o-rings and release collar were replaced and the device was successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "motor will be too warm". There was no reported patient impact.